Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a case of accelerated battery depletion. The programmed parameters hadn't changed, and the pacing percentages were stable. The pacemaker was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Device was received in eri. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was set to auto-capture. When device is set to auto settings the pacing may change based on requirements of the patient and may cause change in estimated longevity. Further analysis did not find any anomaly and battery voltage was above eri. Total projected longevity was 9.29 years based on average current. The implant duration was 8.88 years and has 0.41 years of longevity left.